Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera pro video system center had momentary blackout. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, lock damage was noted, and image error occurred due to a central processing unit (cpu) failure and battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, and additional information based on the legal manufacturer's final investigation. Additional information was received indicating, the reported issue occurred on dec 7, 2022, during a therapeutic video-assisted thoracoscopic surgery (vats) procedure, and it was completed with a similar device with no delay or no harm/injury to the patient or user. Since the device was manufactured more than 15 years ago, a device history record (DHR) review could not be performed. Based on the results of the investigation, it was not possible to determine the cause of the event. The reported issue regarding intraoperative blackout was reproduced and was noted to be due to contact failure due to corrosion of the video connector receiving contact part. The reported issue regarding battery depletion was not reproduced. Contact failure due to corrosion of the video connector receiving contact part was also noted. Olympus will continue to monitor the field performance of this device.